Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported twice that while using a bd micro-fine¿+ pen needle, the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming.

Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4 mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed. A clog test was carried out on the remaining sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported twice that while using a bd micro-fine¿+ pen needle, the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming.